Event description:
During lap chole procedure, physician was using foot pedal cautery - stated it was not working properly. All equipment checked and there was no reason why equipment would not work. Then a spark and flame jumped up at the joint of cord. Dr extinguished the flame - no injury to pt - cord was burned completely through. Dates of use: (B)(6)2010. Diagnosis or reason for use: surgery.